Manufacturer narrative:
It was reported that the mcot monitor - a13 - t-mobile was hot and overheating - possibly smoking. The mcot monitor - a13 - t-mobile was returned for device evaluation. Monitor was inspected for general physical integrity and found to have a melted charge port. The case around the charge port is also melted. No cords were returned for evaluation. The monitor does not power on. No additional testing was completed for safety reasons. Engineering confirmed that the monitor had a melted charge port. Root cause cannot be determined at this time. The monitor has been sent out for further investigation on the cause of damage.

Event description:
It was reported on (B)(6) 2025 the patient stated the mcot monitor - a13 - t-mobile was hot and overheating and possibly smoking. Additional information was received on 20 march 2025 patient reported they were sleeping but heard a vibration on the monitor and had awaken. There was no reported alert messages displayed on the monitor when the device was vibrating. The patient reported they were charging the monitor when the event occurred and confirmed using the charging cord received in the mcot kit. Patient confirmed the monitor was not smoking because the patient "caught it in time" but thinks the monitor would have smoked if it was left in charging port. There was no reported alleged patient harm or injury as a result of the event. There were no reported property damage or photos to provide. There was no reported photos of the monitor or monitor charging cord available. There was no reported additional electronics in use or plugged in the same outlet at the time of the event. There was no reported device or accessory component(s) exposed to any external environmental temperature conditions prior to the event. There was no reported device or accessory component(s) exposed to moisture prior to the event. No further information can be provided at this time.